Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: lot number unknown / not provided. D4: catalog number unknown / not provided. D4: expiration date unknown / not provided. D4: unique device identifier (UDI) unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacture date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #31 was removed due to peri-implantitis. The condition was described as "limited".

Manufacturer narrative:
This report is being submitted to relay additional information. Additional information: upon review of the returned complaint device, the device was identified as a tsvtwb11, imp,tsv,4.7,11.5,mtx,mg. Supplemental report is being submitted to update the device information. The following sections are being reported: b4: date of this report was updated. D1: device brand name was updated. D2a: common device name was updated. D4: device catalog number was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G4: PMA/510k # was updated. G4: g4: additional PMA/510(k) number ¿ k101880 g6: type of report was updated. H2: type of follow up was updated. H11: narrative/data was updated.

Event description:
No additional event information received at the time of this report.